Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the event was adjudicated as having a relationship to the procedure and a possible relationship to the leads. The event outcome was reported as resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one month post implant procedure, the patient developed cephalic vein thrombosis in the upper right extremity. It was noted that the patient presented to the emergency department due to pain over the right bicep along the vein. It was also noted that the patient has been off their antiplatelet therapy for over a week. An ultrasound of the right upper extremity was performed which revealed a superficial vein thrombosis through the cephalic vein with no evidence of deep vein thrombosis. The patient was discharged home with immediate start of antiplatelet therapy. The cardiac resynchronization therapy defibrillator (crt-d) system remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.